Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. The user reported that the c-arm collided with the trumpf table. There is no report of impact to the state of health of any patient or operator involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause is determined to be a user error. An investigation of the log files showed that the system was moved in the manual mode during the event. No movement problems were found in the log files and no other system malfunctions could be identified. The present incident is based on a user error. The user did not monitor the system during the manual movements to recognize a potential collision. According to the user manual it is the responsibility of the user to ensure that unit movements are released only if it is ensured that neither persons nor the equipment itself are endangered by the movements. To prevent collisions during unit movements the user shall press the nearest emergency stop button" (according to the operator manual vol. 1, chapter - safety notes and radiation protection): movements are stopped immediately when an emergency stop button is being pressed. Release the dead man's grip (dmg): movements take place only as long as the operating element is actuated. The system worked as specified and no corrective action in the field is required.